Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the aperture would not close during biopsy mode. The tissue that was obtained was "too little and too thin." The procedure was completed with the little obtained tissue. The handpiece seems to have "low power suction" as commented by radiologist. Radiologist had to take the needle out of the patient breast while the aperture still open. A second device was not used. No additional details available.